Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per the directions for use (dfu) dfu-0392-sub-eo warning for scorpion products "avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, it was reported by an arthrex employee via (B)(4) that an ar-12990n scorpion needle tip broke and could not be removed from the patient. This was discovered during a meniscus repair surgery. The case was completed by using the product with no other problems.